Manufacturer narrative:
It was reported that the brite tip sheath introducer tip was frayed. The sheath was replaced with a new brite tip sheath and the procedure was completed successfully. There was no reported patient injury. This was a percutaneous transluminal angioplasty (pta) case. A brite tip sheath was attempted to be inserted into a vessel but resistance was felt. The device was removed and the distal tip was confirmed to be frayed. The target lesion was unknown. The patient¿s vessel level of tortuousness and calcification was unknown. The rate of stenosis was unknown. No damages were noted to the sheath. The device was flushed prior to insertion. The product stored, handled, inspected and prepped according to the instructions for use (IFU). There was nothing unusual noted about the device prior to use. The product was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. Without the return of the devices for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. According to the product instructions for use, users are cautioned to inspect the guiding catheter before use to verify that its size, shape and condition are suitable for the specific procedure. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventative actions will be taken at this time.

Event description:
It was reported that the brite tip sheath introducer tip was frayed. The sheath was replaced with a new brite tip sheath and the procedure was completed successfully. There was no reported patient injury. This was a percutaneous transluminal angioplasty (pta) case. A brite tip sheath was attempted to insert into a vessel but there was resistance felt. The device was removed and the distal tip was confirmed to be frayed. The target lesion was unknown. The patient¿s vessel level of tortuousness and calcification was unknown. The rate of stenosis was unknown. No damages were noted to the sheath. The device was flushed prior to insertion. The product stored, handled, inspected and prepped according to the instructions for use (IFU). There was nothing unusual noted about the device prior to use. The product was clinically used and will not be returned for analysis.